Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the left ventricular (lv) lead exhibited failure to capture. Upon reviewing the x-ray imaging, the lv was dislodged. The physician attempted to reposition the lv lead during a lead revision procedure. However, the lead was unable to be repositioned due to the patient's vein. The lv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgement and failure to capture. A complete lead was returned in one piece. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies. The s-curve height was measured to be within specification.